Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 400 mg/dl. Symptoms that were reported at the time of the incident included not feeling good. The customer did not treat for high blood glucose. The customer reported that the infusion set was leaking. Troubleshooting was provided. The customer reported that the infusion set was kinked. The insulin pump will not return for analysis. The auto mode feature was in use.